Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a proximal sensor pressure error alarm during set up; there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer states during setup the unit alarmed proximal sensor pressure error failed alarm on screen, no patient involvement. The customer informed that the issue cannot be duplicated, customer requests troubleshooting and advised the unit may be a philips loaner at the location. The rse advised the customer it will have to be verified of the ownership of the unit before any repairs are made. It was confirmed that the unit has been placed at the location as a loaner and if unit return to philips is needed. Customers follow up clarified the v60 unit is a rental, instructed the customer for liability reasons to contact the rental company for repair or exchange, customer acknowledged. Therefore, it could not be determined if it failed to meet specifications. A rental company will handle the service call/incident. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.